Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site due to ipg migration. It was also noted that patient was having difficulty charging. X-ray showed that the ipg was completely horizontal. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.